Event description:
Information was received from the company representative (rep) and patient regarding patient's external equipment. The patient reported code 156 and a 0x service code. Personal therapy manager (ptm) parameters: 1x2hr, dri 6/12 hr, max 6. The patient reported seeing codes 156 and 0x code which were explained, personal therapy manager (ptm) lag issue where clearing data resolved.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.